Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay performed on an unknown date with nasopharyngeal samples. This manufacturer's report addresses patient two (2) of two (2). The customer reported that confirmatory pcr testing (platform unknown) was performed on an unknown date and generated negative results. There was no impact on the patient or their treatment. No additional information was reported.

Manufacturer narrative:
B3: the date indicated is an approximation, as the exact event date was not provided. G4: this report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3: the date indicated is an approximation, as the exact event date was not provided. G4: this report is being filed on an international product, list number 192- 000j, that has a similar product distributed in the us, list number 192-000. Correction: h6 -component code testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m925241 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot 000m925241 test base part number192-430/ lot 000m925241. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m925241 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay performed on an unknown date with nasopharyngeal samples.this manufacturer's report addresses patient two (2) of two (2). The customer reported that confirmatory pcr testing (platform unknown) was performed on an unknown date and generated negative results. There was no impact on the patient or their treatment. No additional information was reported.